Event description:
Reporter indicated that during check-up visit, it was noted that device setting had changed and that device was not working. Further investigation revealed that the device was found at 0ma and at 1 minute as opposed to every 5 minutes.